Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6 cm thoracic aneurysm. Prior to the stent graft implant there was a coil embolization performed at the lsa, and bypass surgery between carotid to carotid. It was reported that a talent 3434 stent graft was implanted proximally at the ostium of innominate artery, however, due to patient's blood pressure the stent graft was pushed down to the distal end of the thoracic aneurysm (MFR# 2953200-2010-01528). The patient's blood pressure was lowered by atp, and the physician placed a talent 3636 stent graft proximally to the tf3434. During expanding and positioning of tf3636 stent graft, and before complete deployment, there was a return of spontaneous circulation, so tf3636 moved distally and the aneurysm was not sealed. (MFR# 2953200-2010-01529). Another physician assisted and once again the patient's blood pressure was lowered by atp, and an attempt to place a talent 3838 stent graft proximally tf3636. During the removal of the tf3838 the gap between the tapered tip and the edge of outer sheath of delivery catheter was caught on the apex stent of the existing implanted talent 3636 stent graft. (MFR# 2953200-2010-01530) the physician exchanged the guidewire; however, still was unable to advance the device to the intended landing zone. The physician elected to pull the stent graft distally and placed the tf3838 stent graft at an unintended location. The physician inserted another manufacturer's stent graft advancing it through the previously paced talent 3636 and talent 3434. The other manufacturer's stent graft was placed proximal to the tf3636 device; however, there was a proximal type I endoleak. The physician placed a talent 3434 stent graft proximally to and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): results and conclusion: the patient's blood pressure was not lowered, prior to treatment.